Manufacturer narrative:
(B)(4). Brand name: uretex to2 urethral support system, catalog # 4850543. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): recurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: stress urinary incontinence procedure (s) performed: tension free vaginal tape through the obturator canal complications post implant- pain, urinary problems and recurrence, urinary pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.